Event description:
New information states that the patient presented to the hospital after receiving appropriate therapy for vt/vf. Upon review, intermittent crosstalk was observed. Programming changes were made. There were no symptoms reported due to the crosstalk.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that crosstalk was observed on the ventricular channel. The events were isolated to a single day. Patient was asymptomatic. Programming changes were recommended. No further information was provided.